Event description:
Attempted review of pump again and no power to pump, pt has been on backup plan since yesterday and off pump pt confirms no loss of power when using pump and pump had power when she removed yesterday morning and gave to mother. Reports on injection bg fine 110mg/dl. She did not remove batt and left pump with her mother, does not know if pump gave a low batt / replace batt. Pt confirms pump did not lose power while she was wearing it. Pt does not have another batt and is unable to get one before monday as she is in the mountains. Batt cap tight to resistance no yellow o ring showing. Removed batt cap no damage to batt cap, no cracks at batt compartment. Pt tightened batt cap pump beeped a couple times not start up sequence -then blank with no tone.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no power issues were observed in the pump black box history. The battery compartment was found to be intact; the battery cap was not returned with the pump for investigation. A test cap was inserted and the pump booted with normal alarms. The pump was exercised for 29 hours without power issues. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). It was reported the pump would not power on. The patient noted the pump power issue did not occur while she was wearing it. The power issue occurred during troubleshooting when the pump was disconnected. The patient suffered no injury due to this issue. Troubleshooting revealed the battery had been replaced, the battery cap was secure and tight and there was no damage to the battery cap or compartment.